Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, migraine, headache, depression, painful periods, dysmenorrhea, dyspareunia, painful intercourse, yeast infection, dysuria, fever, hematuria, melena, nausea, urinary frequency, vomiting, cesarean section, thyroid disorder, smear cervix abnormal, dysplasia, vaginitis, candida albicans infection, menopause, spotting vaginal, anemia, hashimoto's thyroiditis, hyperthyroidism, paratubal cyst, chest pain, fatigue, dizziness, shortness of breath, nausea, feelings of weakness, neuropathy, recurrent urinary tract infection and pelvic pain female. Previously administered products included for an unreported indication: vitamin c and iron. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 and minerals nos; vitamins nos (prenatal vitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 26 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto thyroiditis"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy (full) with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left cornua 4 right cornua 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy: plaintiff previously performed hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: an acute or significant pelvic abnormality is not identified. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received: medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, migraine, headache, depression, painful periods, dysmenorrhea, dyspareunia, painful intercourse, yeast infection, dysuria, fever, hematuria, melena, nausea, urinary frequency, vomiting, cesarean section, thyroid disorder, smear cervix abnormal, dysplasia, vaginitis, candida albicans infection, menopause, spotting vaginal, anemia, hashimoto's thyroiditis, hyperthyroidism, paratubal cyst, chest pain, fatigue, dizziness, shortness of breath, nausea, feelings of weakness, neuropathy, recurrent urinary tract infection and pelvic pain female. Previously administered products included for an unreported indication: vitamin c and iron. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 26 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto thyroiditis"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy (full) with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left cornua 4 right cornua 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy: plaintiff previously performed hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2017: an acute or significant pelvic abnormality is not identified.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, migraine, headache, depression, painful periods, dysmenorrhea, dyspareunia, painful intercourse, yeast infection, dysuria, fever, hematuria, melena, nausea, urinary frequency and vomiting. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 and minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 26 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto thyroiditis"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy (full) with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left cornua 4 right cornua 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy: plaintiff previously performed hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: an acute or significant pelvic abnormality is not identified. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- fatigue. Outcome of event menorrhagia, vaginal haemorrhage, pelvic pain were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto thyroiditis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, migraine, headache, depression, painful periods, dysmenorrhea, dyspareunia, painful intercourse, yeast infection, dysuria, fever, hematuria, melena, nausea, urinary frequency and vomiting. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 26 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery ((hysterectomy (full) with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left cornua 4 right cornua 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: hashimoto thyroiditis. Outcome of event pelvic pain were updated. Device category changed from device other event to incident. Reporter information, aka name, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report